Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications and a provided tracking number, there has been no sample returned for review. Additionally, there has been no visual evidence provided to support the alleged complaint. Without such evidence, conducting a thorough investigation is not possible, and therefore, this complaint could not be confirmed. Since this complaint could not be confirmed, establishing a definite root cause and an appropriate corrective action for the reported issue is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC started reading high pressure on the IV pump and catheter did not aspirate or flush. When the staff were attempting to flush the catheter the catheter hub was collapsing on itself and not allowing the flush to be administered. The PICC was in less than 4 hours